Manufacturer narrative:
The reported complaint of "the autopulse platform (sn (B)(4)) displayed user advisory (ua) 16 (timeout moving to take-up position) and ua20 (position out of range) error messages" was confirmed during the functional testing and the archive data review. The root cause for the ua16 error message was due to the seized brake gap. The root cause for the ua20 error message was due to the drive shaft not being in home position. Upon visual inspection, unrelated to the reported complaint, observed damage on the front enclosure. The cause for the physical damage was due to wear and tear of the platform. The front enclosure was replaced to remedy the damage. The autopulse platform is a reusable device and was manufactured in 2011 and is 7 years old, passed the expected service life of five years. Therefore, this type of damage found during the evaluation is characteristic of normal wear and tear for the life of the device. The autopulse platform failed initial functional testing due to ua20 error message displayed upon powering on, followed by ua16 error message. Rotated the drive shaft to home position to remedy the ua20 error. During the rotation process, observed that the drive shaft are in a lock position due to adhesive substance that bonded the shaft plunger to the belt clip retainer. Replaced the shaft plunger and the belt clip retainer to remedy the stiffness of the drive shaft. Un-seized the brake gap to remedy the ua16 error. Upon further testing, unrelated to the reported complaint, observed no backlight to the processor board and bent switch arm. Replaced the processor board and the reset switch assembly to remedy the problem. The archive data review showed occurrence of ua16 and ua20 error messages on the reported complaint date. Upon customer approval, the autopulse platform will be further tested to full specification. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with sn (B)(4).

Event description:
During daily check, the autopulse platform (sn (B)(4)) displayed user advisory (ua) 16 (timeout moving to take-up position) error message. The user power cycled the autopulse platform, however, the platform displayed ua16 again and followed by ua20 (position out of range) error message. The user checked the lifeband by lifting the lifeband up and by fully extending the bands. However, the platform displayed ua20 error message again. No manikin was placed on the platform during daily check. No patient involvement.